Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer printed circuit board assembly issue. A field service engineer replaced the drawer printed circuit board assembly to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a display failure. The customer stated that the station had a black screen, and the station was showing offline on remote support service. The issue persisted even after unplugging and plugging the power cable and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.